Manufacturer narrative:
Follow-up #1: date of submission 08/25/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up to a dim and discolored display with audible and vibratory features. Unrelated to the reported display issue, all the keypad buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. The battery compartment was found to have cracked below the grip pad.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).